Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, pressure-flow, and preimplantation testing. However, the valve did not meet the requirements for reflux and leak testing due to a tear noted in the bottom of the valve. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device cautions that "low tear strength is a characteristic of unreinforced silicone elastomer materials. Care must be taken on insertion and removal of the needle." The IFU also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of the manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the hole in the reservoir was noticed prior to implanting. There was no patient impact.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the valve had a hole in it when they went to implant it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.